Event description:
It has been reported to philips that the allura xper fd10 system buttons stopped working and the movement wasn't working and had to switch it off seven times. The system was in clinical use and no harm has been reported. It was suspected that the geo pc required replacement, although this could not be confirmed at this time. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the geo pc had timeout issues. A review of the system log files showed a geo-pc malfunction. Fse fitted the original geo pc. However, the system was locking up when going into service or changing the module layout. Upon troubleshooting, fse found the host pc was defective and replaced the host pc. After the replacement of the host pc, the system was returned to good working condition. The codes were updated based on the investigation outcome.